Event description:
It was reported that the patient's left hip was revised due to pain. The surgeon removed heterotropic bone. The surgeon planned on completing a head and liner exchange; however, the head was cold welded to the stem. The stem came out with the head. Rep confirmed that no intra-op fractures occurred. Other than pictures, no further information will be provided by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassembly issue and pain involving a definition stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: re pi - which represents a male patient, dob (B)(6) 1947 whose date of implantation is listed as (B)(6) 1999 approx. And explantation (B)(6) 2021. The event description states: "... Left hip was revised due to pain ... Removed heterotopic bone ... Head was cold welded to the stem ... Stem came out with the head ..."undated x-ray - ap left hip - hybrid tha reduced, nominal, no gross pathology demonstrated. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components. Based upon the single x-ray provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: re pi - which represents a male patient, dob (B)(6) 1947 whose date of implantation is listed as (B)(6) 1999 approx. And explantation (B)(6) 2021. The event description states: "... Left hip was revised due to pain ... Removed heterotopic bone ... Head was cold welded to the stem ... Stem came out with the head ..."undated x-ray - ap left hip - hybrid tha reduced, nominal, no gross pathology demonstrated. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components. Based upon the single x-ray provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 28mm +4 v40 taper vit head; cat # 6260-5-228; lot # bzcjg. Sys 12 28mm 10d duratn ins p4; cat # 6302-5-074; lot # vpwna. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that the patient's left hip was revised due to pain. The surgeon removed heterotropic bone. The surgeon planned on completing a head and liner exchange; however, the head was cold welded to the stem. The stem came out with the head. Rep confirmed that no intra-op fractures occurred. Other than pictures, no further information will be provided by the hospital or surgeon.